Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. Blood glucose (bg) was 550 mg/dl with moderate ketones. The bg level was addressed with insulin pens. Reportedly, the customer had insulin pens as alternate insulin therapy.